Event description:
As reported by the edwards field representative in (B)(6), during a transcatheter pulmonic valve replacement procedure the retroflex3 delivery system became stuck in the right ventricle during advancement. The implanting physicians were unable to advance the delivery system. Per report, the patient was successfully stented six weeks prior to the procedure. During the procedure, the lungerquist guidewire was introduced through the vena cava, right atrium, tricuspid valve, right ventricle, and into the landing zone in the right ventricular outflow tract (rvot). The guidewire was fixed in the appropriate position in the right pulmonic vessel, having appropriate support for valve implantation. When the delivery system passed the tricuspid valve, the physicians realized that valve got stuck somehow in the right ventricle. Control tte showed that due to anatomical abnormalities (dilated right ventricle, sharp curve to rvot), the valve was captured on the distal end by the "trabeculs" of the tricuspid valve. There was visible prolapse of the tricuspid leaflets. When the physician attempted to remove the delivery system tte confirmed that the sapien valve was also captured on the proximal end between the pusher and the valve. The physicians converted to open heart surgery, at which time the sapien valve was removed and the rvot was reconstructed with a pulmonary homograft. The patient was reportedly extubated one day after the operation. Post procedure the case was reviewed, and it was reported that the cause of the event was due to anatomical abnormalities which had not been considered prior to the transcatheter pulmonic valve replacement procedure.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device dysfunction. Per the instructions for use (IFU), emergency cardiac surgery is a potential risk associated with pulmonic valve replacement and bioprosthetic heart valves. The edwards sapien pulmonic training guide instructs the operator on proper positioning and advancement of the guidewire and delivery system. Per the training guide, acute angulation and/or residual stenosis along the outer curvature of the pulmonary conduit may result in difficulty advancing the catheter over the guidewire. In this case, per report, the difficulty advancing the retroflex3 delivery system was caused by anatomical abnormalities which had not been considered prior to the procedure, primarily a dilated right ventricle which resulted in a sharp curve to the rvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.